Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, during surgical use, the exa equinoxe retroversion handle broke. The exa equinoxe primary stem inserter extractor was received broken. No additional information available.